Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. No CAPA is required; the root cause of the reported issue could not be confirmed to be a manufacturing, design, or quality system related occurrence. The reported issue will continue to be monitored for trends and reviewed in qdr (quality data review).

Event description:
Related manufacturing reference: 2184149-2023-00036. During the procedure, it was noted there were sensor connection and communication issues which caused the procedure to be canceled. It was noted that both tacticath se catheter and the advisor vl catheter started losing sensor connection and locking up early in the case, progressively worsening and becoming more frequent. Both catheters were replaced, the advisor vl cable was replaced, field frame was adjusted, field frame cable was replaced, and field frame was replaced, all without resolving the issues. The physician was not able to safely continue ablating and stopped without completing the rest of the procedure. No patient consequences known at this time.